Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead had dislodged. Review of the fluoroscopy revealed that the svc coil had moved up to the axillary vein insertion site and the distal tip was in the atrium. The lead was explanted.